Event description:
It was reported that the extension was explanted and replaced on (B)(6) 2014. There were high impedance, over 40,000 and there was a break/fracture in the extension. It was noted that the patient had experienced a shocking/jolting sensation. Action required as a result of the event was hospitalization, explant, replacement and surgical intervention. Impedance testing and x-rays were done. The product issue was resolved and the cause of the issue was not determined. It was noted that there were intermittent and high impedance readings in the weeks leading up to the exploratory surgery that had occurred on (B)(6) 2014. During the exploratory surgery the implantable neurostimulator (ins) and extension were separated and cleaned both connector pins and receptacle. It was noted that upon replacing and re-securing them with screws, a small what appeared to be small brownish mark was observed a few centimeters proximal to the ins connector fitting. The patient was asked to return the friday following (B)(6) 2014 for an extension replacement. It was noted that the patient was not known to flip the left side. It was further noted that the patient had tourette¿s syndrome and had many past devices and hardware replacements. Patient had tingling/shocking sensation in the right arm. The shocking sensation in the right arm was occasional. It was noted that there was a small brown mark on the right side extension in the same area as the one noted on the left previously. It was noted that the patient was experiencing no issues with the right side device and impedances were normal. Upon replacement of the extension, impedances were within normal range. It was further noted that during the replacement of the extension on (B)(6) 2014 the lead was also checked for normal impedances with the external neurostimulator (ens) at the connection to the extension and all impedances were normal. Additional information received reported there were no reports of lack of therapy or side effects and there had been no negative reports on therapy effectiveness pre-operatively or post-operatively.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# v639995, implanted: (B)(6) 2011, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3387-40, lot# v000525, implanted: (B)(6) 2005, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4). Analysis of the extension found the body conductor broken within 10 cm of connector area. The #0 and #1 conductor wires were broken at 0.3cm from the proximal end.